Event description:
Title: (B)(4). Event desc: tip of trocar broke off inside of patient. It was retrieved by surgeons and removed. Product saved for evaluation. What was the original intended procedure? Unknown. Device usage problem: device failed (e.g. Broke couldn't get it to work or stopped working). A user facility report was received by surgiquest on (B)(4) 2013, regarding a product problem with a component of a surgiquest anchorport, namely the optical tip obturator (also referred to as the "trocar"). The report states that the trocar optical tip separated from the shaft during use. The trocar was from a device reorder code ap5-silk, lot #232 and was received at surgiquest on (B)(4) 2013, for engineering evaluation after decontamination of the device. This is the first and only report of this type of problem that the company has received. There was no harm done to the patient and no serious injury as a result of the component separation. The tip was retrieved without incident.

Manufacturer narrative:
Evaluation summary and action taken: engineering evaluation of the device concludes that considerable mechanical force was applied to the trocar tip resulting in severe damage and consequent separation of the over-molded tip from the stainless steel shaft. The polycarbonate visual tip is over-molded onto the stainless steel shaft and held in place by two (2) redundant holding or "keying" features in the diameter of the steel shaft. The tip over-mold is designed to include a mechanical load safety factor. Visual observation and inspection of the damaged tip clearly indicated that one of the molded holding features was broken off under a severe mechanical load allowing the second holding feature to flex and dislodge from the opposite side of the shaft. Also, there is further evidence of impact that resulted in distortion and damage to the non-cutting optical tip blades. This type of damage indicates that the device was subjected to considerable external forces under unique and unusual conditions. A visual examination of the components under high magnification confirms that the process was performed to specification: the stainless steel shaft and holding feature dimensions in this assembly conform to the design blueprints. Engineering verification and validation of this design was performed in accordance with 21 cfr part 820.30 "design controls" and confirmed that the shaft to tip bond is designed to be extremely robust and reliable in intended use. Product retains were tested from the subject lot #232 and results of the perpendicular force testing confirms that this lot is representative of the lots included in the device verification and validation. Furthermore, the results support the conclusion that the product problem was the result of unusual forces applied to the device and this is an isolated incident based on the facts. The force values required to dislodge the tip are comparable when the values of the lot retains samples and the device validation sample data are observed. In conclusion, the failure mode could not be duplicated with the device retains from the subject lot of devices. Destruction of the over-molded plastic features and separation of the component parts requires severe and excessive force be applied to the distal end of the trocar and the evidence strongly suggests that this was the case under the subject device. The failure mode could not be duplicated and is extremely unlikely under any conditions other than those described in this report.